Event description:
It was reported that during a da vinci-assisted surgical procedure, the gen11 could not recognize the 8mm harmonic ace instrument. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm harmonic ace instrument to perform failure analysis. The instrument was analyzed and was found to have a blade broken. The instrument was found to have the curved blade broken at the tip. A piece approximately 0.125" x 0.084" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. Additional observation(s) related to customer reported complaint: the instrument was found to fail energy recognition test. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated message "tighten assembly on 3 out of 3 attempts.